Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a rash that occurred on (B)(6) 2014. Patient's mother stated that the patient has experienced a rash at the site of sensor insertion every time the sensor is worn. Patient's mother consulted a physician on (B)(6) 2014 about the patient's rash and was prescribed a topical ointment. At the time of contact, the patient's mother stated that the patient was still experiencing irritation with the sensors. No injury or further medical intervention was reported.